Event description:
On (B)(6) 2009, the pt stated that an e10 (cartridge) error was displayed on the infusion device while attempting to change the insulin cartridge. She stated that the piston rod was "not doing anything, no motor running" and e10 was displayed. The battery had been in use for 4 days and was a "super" alkaline battery. She was advised of the proper battery type. She did not have a battery that was not labeled as "super" and she inserted another battery of the same type. She attempted to perform the change cartridge procedure and e10 was displayed. She stated that she has spilled insulin in the cartridge compartment of the infusion device "at various times." When insulin spilled, she would dry the cartridge compartment with a cotton swab the next time the cartridge was changed. She stated that she does not attach the adapter and infusion tubing to the insulin cartridge prior to insertion into the infusion device. She was educated on the proper procedure. She switched to her backup infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.